Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flush button was lubricated. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the oxygen flush button stuck open. There was no report of patient involvement.